Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency and urge incontinence. It was reported that the patient's back was sore yesterday. The patient stated that she didn't normally take that kind of drug, oxycodone, and she was almost out but was going to wait until later to take it. The patient also mentioned that she was going to bed last night, (B)(6) 2018, she slipped, and was able to land on her bed, but she felt pain on her back. The patient noted that now it hurt and her symptoms were back. The patient reported that she had been leaking ever since. It was also stated that the patient fell and was unsure if the leads moved or not. The patient confirmed that the pain from the fall was almost gone. It was reported that the patient was unsure how the device was working if a lead was pulled and she mentioned she was getting an x-ray done. There were no further symptoms or complications reported or anticipated.